Event description:
Pca morphine vial failed to function, did not release solution when properly operated within a pump. Repeated situation by connecting to a pca pump. Pumped out a total of 5 more mililiters of fluid. With each bolus programmed, the pump would complete the bolus and stop with an occluded warning. Have used three pumps and three IV sets.